Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm; however, a specific cause for the alarms could not be conclusively determined. Additionally, review of the submitted images confirmed kinking of the pump cable. The controller event log file captured events from 16oct2024. A continuous driveline communication fault alarm, associated with intermittent com_a_fault flags, was active throughout the entirety of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on left ventricular assist system (lvas) support while awaiting a heart transplant. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C and the heartmate 3 lvas patient handbook, document 10006136, rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested to determine which system element triggered a driveline communication fault alarm based on the recorded data. It was stated that the patient went to the implantation center due to an alarm on the system controller. The patient was admitted to the ward and the driveline modular cable and controller were planned to be replaced. The log file captured driveline comm fault alarms (affecting comm a) beginning on the morning of (B)(6) 2024. On (B)(6) 2024, both the modular cable and unused back-up system controller had been replaced at the same time. The driveline comm fault reappeared immediately after exchange. The alarm was cleared on the system monitor and reappeared again immediately. Visual inspection of the pump cable revealed twisting and thickening of distal part of pump cable near to connector. During the exchange, pins and sockets of connectors from pump cable and exchanged modular cable sides were thoroughly inspected and were perfectly clean without and signs of corrosion. The system controllers, batteries and cables were clean and in very good condition visually besides mentioned, kinked pump cable. X-ray scans were performed on (B)(6) 2024. On (B)(6) 2024, the female contacts in the pump cable were cleaned as recommended. Despite the above steps, the communication error was still active. It was communicated on (B)(6) 2024 that the cause of the communication fault alarm was not identified, and the alarm did not resolve. There were no clinical symptoms from the patient. It was stated that the pump worked with intended rpm speed and generated adequate flows. The patient remained on an urgent heart transplant list.